Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient indicated that her "incontinence returned after an MRI was performed about 1.5 weeks ago." It was noted that the patient was "using program 4 at 0.30 that was then increased to 0.40." The possibility of using a different program was discussed, as well as basic functionality of the patient programmer. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v826029, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).